Event description:
Surgeon drilled and tapped into hard bone before attempting to insert implant. The implant broke at the hex upon insertion, he inserted another and it also broke. Both pieces remain in the patient's bone. Surgeon repositioned the repair and inserted a different implant. No adverse consequences reported by hospital as a result of event. This device is used for treatment.

Event description:
Surgeon drilled and tapped into hard bone before attempting to insert implant. The implant broke at the hex upon insertion, he inserted another and it also broke. Both pieces remain in the patient's bone. Surgeon re-positioned the repair and inserted a different implant. No adverse consequences reported by hospital as a result of event.